Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during analysis at a routine consult. Upon review, the pacemaker was in backup vvi mode. It was determined that the device had been in backup vvi mode since an unrelated surgery on (B)(6) 2019 due to exposure to electro-magnetic interference. Device restoration was implemented. The patient experienced no adverse consequences.